Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited device case from united states was received on 07-dec-2017 from a non-healthcare professional. This case involves a (B)(6) year old patient of unknown gender who received treatment with synvisc one and later after unknown latency could not walk on right leg, right knee swollen, right knee slightly warm and right knee painful. Also, device malfunction has been identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent conditions were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection once (dose and indication: unknown) (batch/lot number: 7rsl021; expiry date: unknown) into the right knee. On an unknown date in 2017, after unknown latency the patient's right knee was swollen, slightly warm, was very painful and could not walk on right leg after injection. Corrective treatment: not reported. Outcome: unknown. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated 20-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced walking difficluty, right knee swelling, joint warmth and right knee pain. Although exact event dates are not reported however, based on reported information a temporal relationship cannot be ruled out with the product administration. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.